Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the plunger and anterior needle were not returned. Inspection of the device showed that both cuffs successfully captured the needles during needle deployment. However, during the needle plunger retraction, the anterior cuff-to-needle tip detachment occurred as evidenced by damaged anterior cuff tabs. Two anterior cuff tabs were broken off and not returned with the device. A cuff tab measures one one-hundredth (0.01) of an inch square. Cuff-to-needle tip detachment directly resulted in a failure to retrieve the suture as reported. Cuff-to-needle tip detachment indicated that there was resistance encountered while retracting the needle plunger; however, during lab testing, a proxy plunger was inserted and retracted successfully without any observable resistance that could contribute to the anterior cuff-to-needle tip detachment. The suture knot was found to be severely damaged, suggesting that the suture might have been dragged through the device which could create resistance to the needle plunger retraction; however, there were no abnormal observations noted related to a suture drag. Based on the investigation findings, the root cause for the anterior cuff-to-needle tip detachment could not be determined. No manufacturing or quality issue was detected. A review of the product history record did not reveal any non-conforming material records associated with this lot.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, the plunger was retracted, however the suture was not present. Manual compression was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.